Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized for 15 days for peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with intraperitoneal (ip) injections of cefazolin 1g, twice a day and gentamycin 40mg, twice a day. The patient recovered from the peritonitis event. No additional information is available.